Event description:
The consumer allegedly received a rash on her arms where her skin came in contact with the armpads. There have been no allegations of product defect or malfunction. The consumer saw her doctor for the rash, but no serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of the device. The consumer appears to be allergic to armpads made with urethane. The dr has prescribed and ordered non-urethane arm pads to resolve the consumers rash. Invacare has sent the dealer vinyl armpads to the dealer (B)(4).